Event description:
The customer reported that the t:slim x2 pump battery would not charge, even after trying different strategies such as using the wall adapter and different cables. There was no reported impact on the customer's blood glucose level. The customer planned to rely on an alternate form of insulin delivery using multiple daily injections (mdi) until a replacement pump was provided by tandem technical support, as the pump was out of warranty and different charging supplies did not resolve the issue.